Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg reached end of life. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may occur to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced addressing the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.a patient's ipg reached end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.